Event description:
A dialysis facility reported that a patient became hypotensive during a hemodialysis treatment. She was given saline and mannitol. Treatment was terminated early. The patient's pre and post weight indicated that she lost 6.1 kg. The machine showed that 2,803 ml was removed. Fluid leak was noted on the floor. The patient was discharged home in stable condition.

Manufacturer narrative:
Device evaluation was performed by the facility technician. He found a leak in the flow relief regulator.